Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. Failure mode: product damage (cannula kink) changed to failure mode: low pump flow because the device successfully implanted through the pre-existing corevalve, but they were unable to achieve flows greater than 2.6l/min on auto. Fluoroscopy revealed a kink in the catheter. The cause of the low pump flow was a cannula kink which was observed prior to prepping for the ICU.

Event description:
The user facility reported a patient with "severe" aortic insufficiency decompensated prior to transcatheter aortic valve replacement (tavr) in the intensive care unit and was brought to the catheterization lab to place an impella cp device for stabilization as a bridge to tavr. After the impella cp was successfully implanted through the pre-existing corevalve, the peel away sheath was removed. Prior to prepping for the patient's transfer back to the unit, it was noted in auto, flows were unable to achieve greater than 2.6l/min. Fluoroscopy revealed a kink in the catheter. Multiple maneuvers were completed to change the position; however, the kink remained. The physician used the re-access port to remove the kinked impella catheter to restart with a new impella cp implant, which was successfully completed. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.